Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the individual contacted support stating that there was difficulty attaching the connector adapter to the device. Guidance was provided to assist with attaching the connector adapter successfully, allowing the individual to continue and complete the supply change process. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.